Manufacturer narrative:
(B)(4).should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd894006, gd893743 and gd893859 and no exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was ongoing. The cause of the peritonitis was unknown. Treatment was not reported. The patient remained hospitalized. At the time of this report the patient was recovering from the peritonitis.